Event description:
It was reported the patient is not receiving effective stimulation. A sjm representative was unable to resolve the issue with reprogramming. Lead diagnostics showed invalid impedance values for the scs lead. X-rays are to be taken. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.